Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was unable to be confirmed. The definitive root cause of the image failure could not be determined. Watertightness failure may have occurred due to cracks on the connector, and resulted in causing internal water immersion and temporary communication failure. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. The electrical circuits inside the camera head may be damaged due to water leakage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the screen did not appear. Additionally, the free lock lever was corroded, the connector was punched, the connector was crack, the connector crack allowed for a watertight failure, the cable was flooded, and the loss of watertightness of the cable caused an image defect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. E1: address establishment's name: would not fit in space provided: (B)(6) hospital.

Event description:
The customer reported to olympus, the hd camera head image disappears or darkens. The issue was found during inspection for use. There were no reports of patient harm.